Manufacturer narrative:
Updated field: b4, b5, b6, b7, d9, d10, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions and health effect ¿ impact codes) and h11. Hospital staff confirmed that when the power was turned on, the screen did not display anything (snow). The staff informed the hospital staff over the phone that the cs100 series had reached the end of its service life and could not be repaired, and the response was terminated.

Event description:
It was reported by the customer that before use on a patient cs100 intra-aortic balloon pump (iabp) when the power was turned on, a screen display failure (noise) occurred. No patient harm and injury reported.

Event description:
It was reported by the customer that before use on a patient cs100 intra-aortic balloon pump (iabp) when the power was turned on, a screen display failure (noise) occurred. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation. Due to character limitation e1 event site full name: (B)(6) hospital.